Event description:
Reporter indicated that vns pt was explanted due to infection in the neck and the chest pocket. The infection was treated with antibiotics and explant of both the generator and lead (including electrodes). The infection has reportedly resolved and the pt is scheduled for reimplant. At the time of initial implant, both preoperative and intraoperative antibiotics were prescribed. Post-operative antibiotic therapy was not prescribed. The ncp tunneling tool was used as a single-use-only device. The pt had not undergone any surgical or dental procedures or invasive monitoring either implant or three months pre implant and is not implanted with any other devices.

Event description:
It was reported via medwatch (B)(4) that the patient had felt that he had an infection, but blood work came back negative. A few weeks later, the patient's chest had began puffing out like a balloon; when the infection occurred. After the removal, the patient was kept in the hospital for several days on IV antibiotics and was sent home with IV antibiotics for an additional few weeks. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution.